Manufacturer narrative:
The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.663v. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked/broken. In conclusion: inpen did not transmit doses to app due to depleted battery (0.663v). Therefore, the customer concern was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the inpen dose are not transmitted to inpen application and the dose log inaccuracy issue. Also, the customer reported a low battery notification issue. The customer reported no adverse event. The event involved product(s) mmt-105elgyna and mmt-8061. Troubleshooting was partially performed, and the communication issue was resolved, but the dose log issue was not resolved. No harm requiring medical intervention was reported. Mmt-105elgyna was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device. Product return is not applicable for non physical device mmt-8061.